Manufacturer narrative:
(B)(4). Additional information was requested and received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. No further information will be provided. No device is available. Note: events reported on mw# 2210968-2021-10420, mw# 2210968-2021-10421

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2021 and a reservoir was used. The reservoir could not be locked. The reservoir was flap during the surgery. After moving to ICU and emptying the reservoir, they tried to lock the reservoir, but it could not be locked, and negative pressure could not be applied. The reservoir could not be locked several times. When the sales rep re-explained the structure and how to use it, the surgeon commented that he had pushed the flap forward with his little finger and that it might have been used incorrectly. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.